Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted to the hospital for concerns of pump thrombosis. The pt's inr goal and asa dose were increased. The pt had a high number of pi events shown in the log file.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the reported thrombus and the device could not conclusively be determined. Thrombus is however listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received per the vad coordinator indicated that pump thrombus had been suspected due to intermittent power elevations. The patient's pfh was elevated but it was not specified how high. The patient's ldh was in the 600s u/l, which was "well above" the patient's baseline. The patient did not present any heart failure (hf) symptoms. The ramp study was normal, and the pump unloaded normally. The patient was given heparin while admitted until his inr became therapeutic and was discharged. The patient was readmitted for transplant on (B)(6) 2014. The transplant was reported to be routine. The pump was functioning as expected and signs of hemolysis had subsided.